Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the insertion flexible tube spiral closer condition. Based on the result, we concluded that it was caused due to the excessive force applied on the insertion flexible tube. In addition, our technician confirmed that the ccd module with drive pcb fluid damage, the lcb (light carrying bundle) fluid damage, the insertion flexible tube coating damage, the bending rubber perforated, the remote control buttons perforated, the remote control switch corroded, the remote control switch corroded, the light guide cable cut, and the ccd module with drive pcb shadow in image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Insertion flexible tube (ift) hardened.